Manufacturer narrative:
The investigation for the hemolysis and renal failure has been completed. The pump was not returned for investigation. The data log shows no trend in motor current or any positioning issues during impella support. Some placement signal trends were reproduced during the case but did not impact parameters related to the pump's performance. As per the clinical details, there were complications potentially linked to the impella device, where hemolysis and renal failure worsened during treatment. No information provided on patient condition after pump removal. The cause of the hemolysis issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the renal failure issue was not determined since product was not returned and sufficient clinical information was not provided. Corrections to the initial MFR report: g1 MDR reporting contact email.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured acute renal failure with a "possible" relationship to the impella cp device used: ¿(B)(6) 2023: aki is worsening - likely due to hemolysis from impella. Discharge summary: overnight on (B)(6), patient had increasing pressor requirements, renal failure and worsening lactic acidosis despite escalation of impella/pressors. Her son was called to discuss further escalations of care, he did not want to pursue intubation, CPR or dialysis for his mother. With her worsening shock state, creatinine: baseline 1.05 peak 3.28 final 3.28¿. The patient outcome is unknown. Another notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured hemolysis with a "possible" relationship to the impella device used: ¿(B)(6) 20233: aki is worsening - likely due to hemolysis from impella. Ldh 878 d.bil 1.5 hemoglobin (baseline 12.4, nadir 9.4)¿. The patient outcome is unknown.